Event description:
It was reported that during a cholecystectomy procedure, the instrument could not be removed out of trocar-sleeve after firing (5mm reusable steel trocar). It looked like it was broken/loose at the jaw of the device. So instrument and trocar sleeve had to removed together out of patient. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). At what firing did the issue occur? Unknown. After the device and trocar was removed from the patient was there damage to the jaws of the device? It seems so. Did any piece of the device fall into the patient? If so how was the piece of the device. Retrieved? No. Piece fell into patient. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Although the condition of the device prevented functional testing, the lockout mechanism was in a condition that permitted further evaluation and it was noted to be fully functional. Reviewed with no anomalies noted during the manufacturing process.